Event description:
The pt received her scs system on (B)(6) 2009 including two percutaneous leads (from the same lot). It was reported that the pt fell on (B)(6) 2011. During a reprogramming session, an sjm rep observed that contacts 1-8 were invalid. Contacts 9-16 were valid. The sjm rep was able to give the pt adequate coverage by using contacts 9-16. No other action will be taken at this time since the pt has functioning programs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.